Manufacturer narrative:
A review of the event record shows the AED was powered on, followed by the pads becoming well applied to the patient approximately 74 seconds later. The AED identified a shockable rhythm and started to charge in preparation for shock delivery. Throughout the charging process the AED continued to confirm the shockable nature of the patient's cardiac rhythm. Due to the battery pack's depletion and age, the AED had insufficient charge to attain the AED's desired defibrillation voltage and consequently, aborted the defibrillation attempt, announced "replace battery pack now", and powered down. The AED's log file shows the (B)(4) battery pack serial number (B)(6) first being installed in the AED on (B)(6) 2014. Self-checks occurred on a daily basis and on (B)(6) 2020 the AED's 9-volt battery became depleted. For more than 3 years there was no AED activity recorded until the rescue attempt on (B)(6) 2023. In each instance for more than a month prior to 9-volt battery depletion, the AED was blinking red and "chirping" to indicate that the AED required attention in order to be "rescue ready"; these conditions were ignored. The (B)(4) battery pack was manufactured in (B)(6) 2014 and would have been labelled with a january 2020 expiration date. The AED log files shows the battery was in use for 3.9 years, blinking status and initiating self-checks on a daily basis. Additionally, it shows the battery being dormant for a combined total of 4.6 years. It is reasonable that the AED could not attain the desired defibrillation voltage with this well-used and expired battery. In this case, the failure to perform a rescue is the direct result of improper maintenance of the AED and its battery. Though all evidence indicates the AED is functioning properly, the AED was manufactured in (B)(6) 2007 and is well beyond its designed 10-year service life. Additionally, this AED was part of field action (B)(4). Although defibtech did receive a signed certificate from the end user, dated (B)(6) 2011, attesting that this AED was updated to software version 3.002 as part of this recall, the review of the AED's log file shows this device was not upgraded.

Event description:
A customer reported the AED did not operate in a rescue on a male patient, possible battery low warning was reported by the device. No additional event or patient information was provided.